Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum w/moist) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was powered on and displayed the verify screen with a dim, faded and discolored. There was no evidence of moisture corrosion observed from the outside of the pump or in the battery compartment. The battery compartment was intact; no damage or cracks were observed. The pump case was found to be cracked between the case seal and the pump label. Another pump case crack was observed near the bottom right corner of the display lens. A leak test was performed and leaks were found at both cracks in the pump casing. The pump case was removed and no evidence of moisture was found inside the pump. Unrelated to the complaint, investigation revealed that the pump vibratory feature was not functioning; a vibration motor failure was found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.